Manufacturer narrative:
A ge service representative performed an on site investigation. The calibration files were reloaded during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an intermittent communication failed error message. The fe stated that this required a re-boot, which indicates that a lock up occurred. There was no patient injury or death reported.